Manufacturer narrative:
.

Event description:
It was reported that during a procedure using an ambient hipvac 50 wand, the white plastic piece from the wand tip detached while inside the surgical site. The site was reportedly x-rayed and it was confirmed that the piece was loose in the body. No additional details were reported as to whether the piece was retrieved from the site; however, there have been no patient complications reported as a result of this event.

Manufacturer narrative:
The complaint has been visually verified and the root cause was most likely associated with the device potentially coming into contact with a metal object such as a cannula. Visual inspection shows the spacer has been completely detached from the shaft. There is adhesive present inside the inner wall of the exposed shaft and there is a significant amount of scratch marks on the shaft and the black shrink tube which are consistent with coming into contact with another metallic object. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. The device will be retained.